Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for complex regional pain syndrome type I reported on (B)(6) 2016. They walked through a warehouse that had large magnets, and they could feel it pulling them. Ever since then the consumer felt like their stimulation or settings had changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.